Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, standard, 2d with 2mp color, the lateral hand switch was sticking during use and caused the unit to rotate on its own. The user site reported that a power cycle was performed; however, the paddle continued moving and the issue remained. The user site further reported that the machine moved until it reached a stop. No patient or user injuries were reported. A hologic field service engineer (fse) instructed the customer not to use the affected switch until it was replaced. The fse investigated the device onsite but was unable to reproduce the reported issue. The fse replaced the rotation switch assembly and verified correct system operation. No further information is currently available.